Event description:
It was reported that tip detachment occurred.The target lesion was a 100% chronic total occlusion located in the severely tortuous and severely calcified right coronary artery (RCA). A 185cm Straight PT? guidewire was advanced into the lesion. During the procedure, the radiopaque tip of the guidewire was observed to have detached. The detached component did not migrate and remained lodged in the distal RCA. No retrieval attempts were made due to the length of the procedure and cumulative radiation exposure. The physician determined that retrieval was not warranted. The patient remained stable throughout and after the procedure and was transferred to recovery in stable condition.

Manufacturer narrative:
Investigation Results:Device Analysis Finding:The device was not returned; therefore, a technical analysis could not be performed.Device History Record Review:It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation Conclusion:This investigation has been assigned an investigation conclusion code of Adverse Event Related to Patient Condition, following a review of the reported event details, available information, and product record review, it is most likely the presence of reported anatomical factors, presented a constriction over the device and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. To conclude, regarding the patient and impact codes of Unretrieved Device Fragments (UDF) and Minor Injury/ Illness / Impairment. The assigned cause code is Adverse event related to patient condition since as a result of the constriction created over the wire, the distal tip detached, leaving a unretrieved portion of tip inside the patient, causing and minor injury, which can be attributable to factors that can occur during procedure with the use of the device.

Event description:
IT WAS REPORTED THAT TIP DETACHMENT OCCURRED. THE TARGET LESION WAS A 100% CHRONIC TOTAL OCCLUSION LOCATED IN THE SEVERELY TORTUOUS AND SEVERELY CALCIFIED RIGHT CORONARY ARTERY (RCA). A 185CM STRAIGHT PT? GUIDEWIRE WAS ADVANCED INTO THE LESION. DURING THE PROCEDURE, THE RADIOPAQUE TIP OF THE GUIDEWIRE WAS OBSERVED TO HAVE DETACHED. THE DETACHED COMPONENT DID NOT MIGRATE AND REMAINED LODGED IN THE DISTAL RCA. NO RETRIEVAL ATTEMPTS WERE MADE DUE TO THE LENGTH OF THE PROCEDURE AND CUMULATIVE RADIATION EXPOSURE. THE PHYSICIAN DETERMINED THAT RETRIEVAL WAS NOT WARRANTED. THE PATIENT REMAINED STABLE THROUGHOUT AND AFTER THE PROCEDURE AND WAS TRANSFERRED TO RECOVERY IN STABLE CONDITION.